Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported that test spins of the spine model were obtained, and navigational accuracy appeared accurate from both o-arm trackers. Medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Performed test spins of spine model, checking navigation/ accuracy using both o-arm trackers on both sides of gantry. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 4-5mm inaccuracy, consistent on all levels (l5-s1). All instruments were showing 4-5mm inferior, or below the anatomy, where the probe was actually positioned. Accuracy was tested on the spine clamp screw head showing 4-5mm inferior/below the screw head. Accuracy was confirmed in the medial/lateral (left/right) position on the anatomy. The surgeon opted to continue using navigation for the procedure. A 3d post-operative spin was taken to confirm screw placement and all screw were placed accurately. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.